Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse contacted support stating that the patient had used all available supplies and had experienced two occlusion events. Following each occlusion, the supplies were changed and the issue did not continue, although the events affected the patient¿s blood glucose levels. No issues such as leaks or kinks were observed with the supplies. Replacement infusion supplies were arranged to be sent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.